Manufacturer narrative:
The fse found the manual start paddle was obstructing and preventing the rinse cup to move to the end of the manual sample probe, causing the leak. The fse repositioned the manual start paddle to resolve the leak issue. While onsite, the fse found manual mode was failing specifications due to blood sampling valve (bsv) actuator failure. The fse replaced the bsv actuator which resolved the manual mode reproducibility issue. The repairs were verified per established procedures.bec internal identifier for this report is cf141107-145.

Event description:
The customer reported an uncontained leak of approximately three (3) ml from the coulter lh 500 hematology analyzer. The fluid leak consisted of diluent, blood, and clenz reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.